Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 11500a inspiris valve in the pulmonary position underwent valve-in-valve intervention after an implant duration of 11 years, 11 months due to mild stenosis with moderate regurgitation. The patient initially presented with shortness of breath on exertion. The tpvr procedure was successfully performed with a 26mm 9600tfx transcatheter valve. There were no case complications and the patient was noted to be in recovery post procedure.